Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving marcaine (bupivacaine) (9 mg/ml at 3.25 mg/day), fentanyl (1500 mcg/ml at 399.45 mcg/day), and dilaudid (hydromorphone) (4 mg/ml at 1.0652 mg/day) via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported that the patient had a pump refill yesterday ((B)(6) 2022) and on the date of this report, the patient was admitted due to lethargy and being unresponsive at home. It was noted they had given the patient narcan and now they were wanting to have the pump checked and turned off. The hcp confirmed the pump was not alarming.